Event description:
The reported date of the event is (B)(6) 2021, although the initial procedure took place on (B)(6) 2021. On (B)(6) 2021, a 2-debranch tevar was being performed and an imp-10 and imp-07 was used to embolize the left subclavian artery (lsca) at the same time. The imp-10 was introduced into the body first, followed by the imp-07 in parallel; both devices were reported to be delivered into the target site. The operation was completed, although it was not confirmed at the time that embolization of the lsca was achieved with the imp-10 device. On (B)(6) 2021, during the post-operative examination using contrast-enhanced computed tomography, a type ii endoleak was found at the lsca. On (B)(6) 2021, an operation was performed to treat the type ii endoleak found during the post-operative examination using additional non-smm embolic coil devices (3 interlock coils from boston scientific). These devices were deployed to the lsca from the vicinity of the impede embolization plugs, using an impress 5fr diagnostic catheter from merit medical. It was confirmed that the interlock coils were delivered, complete embolization was achieved, the type ii endoleak had disappeared, and the operation was completed. This event did not result in any harm to the patient.

Manufacturer narrative:
The impede embolization plug was used to treat the left subclavian artery during a 2-debranch tevar. A review of the lot history record and accompanying lot release report identified no quality issues related to device performance. A definitive root cause cannot be established at this time based off of the information provided by the complainant as well as that the plug was unable to be returned as it was implanted in the patient.

Manufacturer narrative:
The original form 3500a that was submitted for MFR report #: 3013353964-2022-00001 mistakenly identified only one of the two suspected medical devices (i.e., imp-10) involved with this case. This form 3500a is being submitted as a correction to the original form 3500a to include the device information for the second suspected medical device (i.e., imp-07) associated with this case.

Event description:
The reported date of the event is 13-dec-2021, although the initial procedure took place on (B)(6) 2021. On (B)(6) 2021, a 2-debranch tevar was being performed and an imp-10 and imp-07 was used to embolize the left subclavian artery (lsca) at the same time. The imp-10 was introduced into the body first, followed by the imp-07 in parallel; both devices were reported to be delivered into the target site. The operation was completed, although it was not confirmed at the time that embolization of the lsca was achieved with both imp-10 & imp-07 devices. On (B)(6) 2021, during the post-operative examination using contrast-enhanced computed tomography, a type ii endoleak was found at the lsca. On (B)(6) 2021, an operation was performed to treat the type ii endoleak found during the post-operative examination using additional non-smm embolic coil devices (3 interlock coils from boston scientific). These devices were deployed to the lsca from the vicinity of the impede embolization plugs, using an impress 5fr diagnostic catheter from merit medical. It was confirmed that the interlock coils were delivered, complete embolization was achieved, the type ii endoleak had disappeared, and the operation was completed. This event did not result in any harm to the patient.